Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 33 mg/dl at the time of incident and the current blood glucose value was 112 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they went into coma for high blood glucose and they was not insulin pump user. Customer was treated with food. Customer did allege pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the dat test at 0.08660 inches.